Event description:
A mayfield 2000 base unit was involved in a slippage during a pt procedure. The event was described as: a (B)(6) male pt had a mayfield skull clamp applied on (B)(6) 2009 for a cervical fusion and instrumentation. His head was placed in the horseshoe harness, weight was added and his head slipped slightly. He was placed in another skull clamp. No stereotaxy devices were being used. An MRI was done to determine if there was any soft tissue damage done to the scalp. There was no injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.